Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During procedure, it was observed the lp failed to release from the delivery catheter. The system was exchanged without issue. The patient was stable.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of separation was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The reported event of separation was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.